Event description:
Received a verbal report of a patient event within a dialysis facility. The facility was contacted and the rn who has provided care of this patient provided a verbal report on this patient. It was reported that this patient was given IV vancomycin and steriods for red legs, red splotches and red blisters on legs. The patient does not have a history of cellulitis. The rn reported she is not sure if this is related to the dialyzer. The patient has been dialyzed with this dialyzer for 6 weeks. The patient reportedly has multiple medical problems. No sample is available. Attempted to obtain treatment sheets but have not been sent as of today.